Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer went to the emergency room for a high blood glucose (bg) level. No additional information was provided. Customer declined further troubleshooting.